Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 541 mg/dl. The customer went to urgent care and was given ginger ale to address bg. Reportedly the cause was customer did not give a meal bolus. Recommendation was made to consult with a healthcare provider regarding diabetes management.